Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient experienced access site bleeding. Bleeding was noted on the graph site and inside the sterile repositioning sleeve. The doctor applied another 0-0 silk suture to the graft around the blue suture hub and the bleeding subsided. The patient remained on impella support for four additional days and was successfully explanted.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related, doctor applied another 0-0 silk suture to the graft around the blue suture hub and the bleeding subsided. The instructions for use referenced in the initial report is from the IFU for impella 5.5 with smartassist for use during cardiogenic shock, section: general patient care considerations, section: entering cardiac output , and section: potential adverse events (united states) which also now includes cardiac or vascular injury (including ventricular perforation).¿ added-d6a/d6b.